Event description:
Date notified: (B)(4) 2011. A model 73x ventilator (s/n (B)(4)) was recalled due to the possibility of incorrect tubing. An inspection of the device revealed low pressure tubing in an application where high pressure tubing was required. The tubing was replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.